Manufacturer narrative:
The initial MDR was a duplicate of MFR report # 2243072-2023-00264 and is therefore over-reported.

Event description:
It was reported when using the bd vacutainer® urine tubes for microbiology there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: there was "abnormal product."

Event description:
It was reported when using the bd vacutainer® urine tubes for microbiology there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: there was "abnormal product."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.